Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was elective replacement indicator (eri) level upon receipt. Device was cut open, which revealed device battery voltage had recovered to above eri level which is consistent with the battery under high load from the hybrid. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and no high current drain was noted. Further analysis performed on the battery by manufacturer found no anomaly.

Event description:
During remote follow-up, premature battery depletion was observed on the device. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the device was explanted and replaced. The patient was stable and there were no adverse consequences.